Event description:
Customer claims hinge snapped. Spare hinge fitted from stock. Customer claims injury to neck and shoulder. No further details have been provided to manufacturer.

Manufacturer narrative:
This event does not match any known issues with the component or product involved.